Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo 13.7 implantable collamer lens of -12.0/1.5/115 (sphere/cylinder/axis) lens tear/break during delivery of icl; as the icl rolled inside the cartridge and was stuck inside the cartridge during delivery and subsequently was delivered in the eye in an opposite direction on (B)(6) 2022 the lens was implanted and removed intraoperatively in which the patient developed corneal edema. A replacement lens was later implanted and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).